Manufacturer narrative:
(B)(4) initial MDR. A follow up will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that the orange liquid has leaked out of the applicator without the glass being broken.

Event description:
It was reported that the orange liquid has leaked out of the applicator without the glass being broken.

Manufacturer narrative:
After investigation it was found that the issue was pre-activation and not leakage so it is no longer reportable. One sample and two photos were received by our quality team for evaluation. Upon visual inspection of both, there were signs of pre-activation with the lidding and foam tip tinted orange; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, the most probable root cause can be attributed to post manufacturing handling, which can provide enough force/impact to activate and break the glass ampoule. Due to the nature of glass it is possible to have an activated applicator and/or broken ampoule if the applicator undergoes excessive handing. Ampoules are made from onion tubing skin borosilicate type I glass, which are design to break when pressure is applied to activate applicator at a relatively low break force. When pressure is applied to the wings by a pinching force with the fingers, this activates the applicator, breaking the glass ampoule and releasing the chloraprep solution onto the foam tip. This incident has been added to our database of reported incidents. H3 other text : see narrative below